Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a broken belt clip slot.

Event description:
Customer reported via phone, the insulin pump had stopped working. The screen was stuck on low reservoir alarm and the buttons were unresponsive. Customer's blood glucose was unknown. Customer had been experiencing intermittent respond since friday. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.